Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose level was 233 mg/dl and it was addressed with a manual injection. System check could not be performed with tandem technical support as the customer changed the cartridge, tubing, and site prior to reporting the occlusion.